Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the returned device confirmed that the distal tip of the device catheter has been damaged. It is not known at what point the distal tip became distorted/damaged. No section of the sphincterotome device appears to be missing. The device responds to handle manipulation, confirming the cutting wire is intact. A brown substance was noted at the distal tip of the catheter. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our visual evaluation of the returned device confirmed damage to the distal tip. This was observed during evaluation and not reported by the user. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook fusion omni-tome. It was initially reported that the physician detected that the cutting wire orientation was not as intended even after shaping. The physician changed to another device to complete the procedure. There was no reportable information at this time. The device was returned on 13feb2026 and evaluated on 20feb2026. It has been identified that there is notable damage at the catheter distal tip with burrs/protrusions. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.